Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve was failing and required transcatheter valve-in-valve intervention after an implant duration of 10 years, three (3) months. A 26mm transcatheter valve was successfully implanted inside the failing valve without issue. Both devices remain implanted. Patient outcome reported as good.